Manufacturer narrative:
The suspect device is expected to be returned. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history was reviewed, and no exception documents were found. Non-conformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that when the catheter was opened on the surgical table and introduced by the physician into the patient's femoral region guided by the guidewire, it was then necessary to visualize the support catheter for measurement purposes; however, out of the three radiopaque markers, only two were visible. The catheter was immediately removed from the patient, and while in the physician's hands, it was noticed that the markers were loose and the device was unable to be used. No patient injury or medical intervention was reported.